Event description:
It was reported that during the implant attempt, the lead had high impedance. When the lead was repositioned, the lead would not come out all the way. A new lead was used to successfully complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead in segments was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor had blood/body fluid (not obstructed), the inner tubing was kinked/buckled, there was blood in the helix mechanism and sleevehead, there was a tip seal observation, and the lead was damaged at implant. The analyst also noted that the sleevehead was damaged during analysis.